Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08266 was provided in sections b2, b5, d6, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp implanted in a (B)(6) female patient for mechanical circulatory support. It was reported the patient was on impella cp support and the patient coded on support. The patient went into runs of ventricular tachycardia and then converted into atrial fibrillation with rapid ventricular response. Lidocaine and amino drips were started to treat rhythm issues. Additionally, the patient experienced excessive bleeding at the area of repo sheath insertion ad was transfused with 1 unit of packed red blood cells. After discussion with physician and reviewing the stability of the patient the decision was made by the family to withdraw care and remove the impella. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
Us complainant reported the patient was on impella cp support and the patient coded on support. The patient went into runs of ventricular tachycardia and then converted into atrial fibrillation with rapid ventricular response. Lidocaine and amio drips were started to treat rhythm issues. Additionally, the patient experienced excessive bleeding at the area of repo sheath insertion. After discussion with physician and reviewing the stability of the patient the decision was made by the family to withdraw care and remove the impella. Patient was on impella support for 149.68 before patient expired. No allegations were made towards the impella for cause of death. Reportable due to patient's excess bleeding at the insertion site. Patients' family withdrew care, and it was noted care team was unable to wean patient off impella support.